Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the caller with pump reset information and assisted in resetting the pump, after which the malfunction code did not recur. The customer was informed to continue using the pump and to call back if any malfunction code reappeared, which they acknowledged and understood.